Manufacturer narrative:
(B)(4) 2013. This event concerns a device that was manufactured and used outside the united states. Analysis is pending.

Event description:
Four years after implant, during last f/u (on (B)(6) 2013), the physician observed noise on several non treated episodes. Due to this, he decides to replace this device, which he returns for analysis.